Event description:
The customer contact reported during testing at the user facility, the device touchscreen was out of calibration. There were no report os any pt involvement, adverse pt events, or delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was out of calibration. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.